Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire technical support suspects that the problem of the unit is main board. A vyaire field service representative went onsite and replaced the ventilator.

Event description:
The customer reported motor fault alarm on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.